Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced possible intermittent signals and/or lack of readings on device. Patient's mother was upset that she had to wait so long to talk with dexcom technical support. Patient's mother removed sensor while waiting to contact dexcom technical support and did not know what the error was on the screen. No medical intervention was required.